Event description:
Cadd legacy pump will not stop beeping. There are no error codes, battery is full, no other reason for pump to be beeping. The complaint happened while in use with a patient. No injury reported. A return box was sent to patient to return malfunctioning pump. No other info is known. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: pah.